Event description:
A healthcare worker complained of burning sensation with skin discoloration on the hand upon removal of a load from a completed cycle. The symptoms resolved within four hours and the worker did not receive medical treatment.

Manufacturer narrative:
Evaluation codes: conclusion code: the asp field service engineer (fse) serviced the unit, after testing indicated the unit met specifications.